Manufacturer narrative:
Currently, it is unknown to what extent the bard ventrio st device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to explant a bard ventrio st. As reported, during the surgery, the surgeons findings included, "the bowel was intimately adherent to the mesh ... [B]oth the mesh and adhesions were removed per laparotomy"; however, the sample was not returned for evaluation and medical records are not available at this time. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent a repair of a midline incisional hernia. As reported, a bard/davol ventrio st hernia patch, cat no. 5950050, lot no. Huwli080, was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent open surgery to explant a bard ventrio st. As reported, during the surgery, the surgeons findings included, "the bowel was intimately adherent to the mesh and, in order to avoid bowel injury, decision was made to convert to an open procedure ... [B ]oth the mesh and adhesions were removed per laparotomy." On (B)(6) 2017: as reported the patient was discharged from the hospital. As alleged, the patient continues to experience complications related to the bard ventrio st mesh, including pain in the region of her operation, and will likely require additional surgeries to repair the damage from the bard ventrio st mesh if her complications continue. As alleged, the patient has been injured and has sustained sever and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective bard ventrio st mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the bard ventrio st device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to explant a bard ventrio st. As reported, during the surgery, the surgeons findings included, "the bowel was intimately adherent to the mesh ... [B]oth the mesh and adhesions were removed per laparotomy"; however, the sample was not returned for evaluation and medical records are not available at this time. Adhesions are a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 3 months post implant of ventrio st mesh, patient was diagnosed with adhesions, bowel obstruction and abdominal pain thereby underwent repair with mesh removal. Review of manufacturing records confirms product was manufactured to specification. Updated fields: (B)(4). Corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent a repair of a midline incisional hernia. As reported, a bard/davol ventrio st hernia patch, cat no. 5950050, lot no. Huwli080, was implanted in the patient during this repair. On (B)(6) 2017: the patient underwent open surgery to explant a bard ventrio st. As reported, during the surgery, the surgeons' findings included, "the bowel was intimately adherent to the mesh and, in order to avoid bowel injury, decision was made to convert to an open procedure ... [B] oth the mesh and adhesions were removed per laparotomy." On (B)(6) 2017: as reported the patient was discharged from the hospital. As alleged, the patient continues to experience complications related to the bard ventrio st mesh, including pain in the region of her operation, and will likely require additional surgeries to repair the damage from the bard ventrio st mesh if her complications continue. As alleged, the patient has been injured and has sustained sever and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective bard ventrio st mesh. Addendum per additional information provided: on (B)(6) 2013 - patient was diagnosed with midline incisional hernia thereby underwent open repair with the implant of ventrio st mesh. Per operative notes, ¿the hernia sac was identified and omental adhesions were taken down. A eel type repair was initiated. The ventrio st mesh was placed with coated side down against the abdominal wall and tacked in position using secure strap tacker. Once mesh was in position, the fascia was closed using sutures.¿ on (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair converted into open repair with explant of ventrio st mesh. Per operative notes, ¿numerous adhesions of small bowel and omentum to the anterior abdominal wall were noted to the previously placed mesh. Adhesiolysis was carried out using open procedure to avoid bowel injury. Dissection was brought down to the mesh patch in the abdominal wall. The anterior aspect of the patch was dissected free from the abdominal wall.¿ attorney alleges that the patient had adhesions, bowel obstruction, pain & suffering. It was also alleged that mesh intimately attached to bowel thereby underwent surgery converted from laparoscopic to open repair due to mesh adherence to bowel.